Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04592. It was reported that patient experienced a suspected infection and redness at both ipg sites. It is unknown if laboratory testing was done to confirm the suspected infection. Oral antibiotics were prescribed to address this issue. Redness at ipg site has resolved.

Event description:
Related manufacturer reference number: 1627487-2022-04592. Surgical intervention was undertaken wherein both ipgs were explanted and replaced due to infection. Effective therapy was restored.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.